Manufacturer narrative:
Device is still in-situ and cannot be returned for evaluation. Radiographs provided confirmed the complaint. The patient's post-operative physical activity and bone quality are unknown. The root cause cannot be determined due to lack of information and no additional investigation can be completed at this time. Labeling review: "...contraindications: use of the nuvasive acp system and spinal fixation surgery are contraindicated when there was recent or local active infection near or at the site of the proposed implantation. Any conditions that preclude the possibility of fusion are relative contraindications. These include but are not limited to: fever, mental illness, alcoholism or drug abuse, osteoporosis or osteopenia..." "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components, loss of fixation..." "...warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. These devices are not intended to be used as the sole support for the spine. While proper selection can minimize risks, the size and shape of patient anatomy may present limitations on the size of the chosen implants. Care should be taken to ensure that all components are ideally fixated prior to closure..." "...patient education: the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..." Device still in-situ.

Event description:
On (B)(6) 2021 a patient underwent a spinal procedure. On (B)(6) 2021 during a follow-up a radiograph revealed that the plate assembly migrated. No patient injuries reported and no revision surgery planned.